Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Although requested, the information was not provided.

Event description:
Received a copy of the customer's (B)(4) report from FDA which states, ¿this rn witnessed by a 2nd rn noticed while discontinuing a patient-controlled analgesia medication that the pump had delivered more volume than the ordered amount. This rn with 2nd rn checked the settings on the pump which was all noted to be correct and matching the current order. Patient clinical assessment stable and unchanged. Vital signs unchanged. Hematology/oncology, acute pain, and unit manager were all made aware." It was reported that the event occurred in the hospital's skilled nursing unit, using the med surg care area profile. Per the customer, the device was checked for functionality, passing all function tests done by customer's biomed department. There was no report of patient harm.

Manufacturer narrative:
Additional information provided: ****************************************** the reported issue that the pump had delivered more volume than the ordered amount of a patient controlled analgesia medication could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time.

Event description:
Received a copy of the customer's (B)(4) report from FDA which states, ¿this rn witnessed by a 2nd rn noticed while discontinuing a patient-controlled analgesia medication that the pump had delivered more volume than the ordered amount. This rn with 2nd rn checked the settings on the pump which was all noted to be correct and matching the current order. Patient clinical assessment stable and unchanged. Vital signs unchanged. Hematology/oncology, acute pain, and unit manager were all made aware." It was reported that the event occurred in the hospital's skilled nursing unit, using the med surg care area profile. Per the customer, the device was checked for functionality, passing all function tests done by customer's biomed department. There was no report of patient harm.